Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The external visual inspection of the device revealed extruded contact pads at some of the electrodes. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed one of the electrical tests performed. The device failed the residual gas analysis test. The internal visual inspection noted silver migration across several electrical components. In addition, silver migration was noted between electrical components. This device had moisture that exceeded the residual gas analysis test limit. Based on an assessment of the residual gas analysis data, dye penetrate test data, and internal visual inspection, it is believed that this device was non-hermetic, and that the root cause of the excessive moisture was a leak through the feedthru seals. A corrective action has been implemented. This is the final report.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced decreased battery life, no sound, and no lock between the external equipment and the cochlear implant. External equipment was exchanged and programming adjustments were made, however this did not resolve the issue. The recipient's device was explanted. During surgery, it was noted that the electrode had migrated. The recipient was reimplanted with another advanced bionics cochlear implant.